Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part #: 07.702.016s, synthes lot #: 0c53330, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 05 aug 2020, expiry date: 01 mar 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the vertecem v+ cement kit (part #: 07.702.016s, lot #: 0c53330) was received at us customer quality (cq). Upon visual inspection, the cement mixing container appeared to have been disassembled from the mixer assembly. The cement inside the mixer was observed to be hardened which could have been due to cement exposed to the external environmental conditions. Functional test: functional test cannot be performed as the cement mixing container could not be assembled to the mixer assembly due to the solidified cement. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: complaint relevant dimensions cannot be checked for dimensional accuracy, because of the solidified cement. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed (current and manufactured). No design issues or discrepancies were identified. Complaint confirmed? Yes, the device received had cement mixing container disassembled and the cement in the mixer was solidified. Investigation conclusion: this complaint could be confirmed as the device received was disassembled from the mating device. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the vertecem v+ cement kit was mixed by rotating the cement pump. The cement container came loose from the anchoring of the pumping device which made it impossible to mix the cement. The procedure was successfully completed using a replacement device. There was a surgical delay of (3) minutes. There was no patient consequence. This report is for (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).